Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the revel ventilator failed. The device also had erratic expiratory tidal volume readings. At this time, it is unknown if there was any patient involvement associated with the reported event.